Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had sub sternal chest pain, took sub lingual nitroglycerin, and upon arrival to the emergency department was found to be pain free. Testing revealed elevated troponin levels and the patient was admitted for non-st elevated myocardial infarction (nstemi). The patient underwent a cardiac catherization procedure which showed no change in the coronary artery disease. It was also reported device interrogation showed 1.2 hours of sustained ventricular tachycardia (vt) ¿which did not trigger the device to shock.¿ it was felt the sustained vt caused the nstemi. ¿the vt was turned on and the vt zone was programmed. The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.